Event description:
Reportedly, the physician is unable to interrogate the device with both of the center's programmers (also with orchestra plus link). The patient has remote monitoring, but kc911 hasn't communicated with the device since the beginning of january 2026. On 25 march 2026, the platinum device was replaced. The device will be available for technical analysis at the end of the quarantine period.